Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis without the manifold. A visual examination of the crimped stent found damage to most of the stent. Struts 3 to 8 and 15 to 22 (counting from the distal towards the proximal end) were distorted and lifted slightly from the stent profile. The balloon portion within damaged stent struts 17,18 and 19 appeared slightly twisted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube and strain relief break approximately 20mm proximal to the end of the strain relief, a hypotube kinks was also noted 7mm distal to the end of the strain relief. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 17-dec-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the long and diffused left circumflex artery. After a 6f guide catheter cannulated the lesion, a 0.014" guide wire was crossed and pre-dilation was performed with a 2.5x15mm compliant balloon at 9 atmospheres. A 28 x 3.00 promus premier¿ drug-eluting stent was then advanced to treat the lesion but resistance was encountered and it failed to cross the lesion. The device was removed from the patient. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.